Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the explant procedure of the implantable cardiac monitor, the header piece became detached from the device and fell into the patient. Both pieces were successfully retrieved and removed from the patient. The patient's condition remained stable.

Manufacturer narrative:
Final analysis found the device was returned with a broken header. The damage was consistent with surgical damage. Analysis was otherwise normal; no anomalies were found.